Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (makes noises, does not power on properly, does not charge battery packs) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the noises, inability to power on properly, and inability charge a battery pack is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the shorted transistor.

Event description:
A distributor contacted zoll to report that a patient's charger/modem was making noises, not powering on properly, and not charging the batteries properly.